Manufacturer narrative:
(B)(4). Concomitant medical products - oxf twin-peg cmntd fem lg PMA , item 161470, lot 2465527, therapy date - remains implanted, medical product - oxf uni tib tray sz e lm PMA, item 154726, lot 2423749, therapy date - remains implanted. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. . Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00970 and 3002806535-2018-00972.

Event description:
It was reported that a patient underwent an initial left knee surgery. Subsequently, it was reported that the patient experienced dull ache persisting along with some swelling and sharp pain with standing, possibly due to osteophyte under patella.